Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The reported event could be operator error. The possible root cause could be operator handling method, operator's negligence, inadequate guideline and malfunction tower light. Based on information in the pfmea, the risk of this failure is low. Current controls in place are adequate to mitigate this failure mode. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when opened, the water-soluble lubricant, bard 10% povidone-iodine solution was not included in foley tray.